Event description:
A hemodialysis user facility has reported that the venous blue connector to the dialyzer on the custom combi set bloodline separated from the tubing at treatment initiation, and unable to remove blood from the lines. Additionally, it has been learned that the pt is fine. A call was placed to this facility. It was learned that, once detected, the line was replaced and the treatment continued as ordered. It was reported that there was an estimated blood loss of 150 ml, as that blood was contained in the line that separated, and was not able to be returned. The pt completed treatment and was discharged to home when the treatment was completed. There is no sample available for evaluation.